Event description:
Reporter indicated a pager style vns magnet would not elicit a magnet mode stimulation. The reporter stated that wrist-style magnet would elicit a normal magnet mode activation. The pager-style magnet is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.